Event description:
The customer contacted physio-control to report that their device would sometimes had problems with powering on. There was no report of patient involvement.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio updated the device's software to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by third-party service agent.

Event description:
The customer contacted physio-control to report that their device would sometimes had problems with powering on. There was no report of patient involvement.